Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital. It was noted that the right ventricular - rv lead was exhibiting high defibrillation impedance. The rv lead was capped on (B)(6) 2020 and the implantable cardioverter defibrillator - ICD was electively replaced and a new rv lead and ICD were implanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information noted that the right ventricular lead was explanted.

Manufacturer narrative:
The reported event of high defibrillation impedance was no confirmed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a partial lead with the pin measuring 18.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. External insulation abrasion was noted at 11.2-11.3 cm from the pin consistent with lead friction to the ICD can and another at 17.4-17.8 cm from the pin consistent with lead friction to the ICD can. The etfe coating was intact at the non-functional cable and the svc cables. All other damage was sustained during surgical procedure.

Manufacturer narrative:
A partial lead with the pin measuring 18.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. External insulation abrasion was noted at 11.2-11.3 cm from the pin consistent with lead friction to the ICD can and another at 17.4-17.8 cm from the pin consistent with lead friction to the ICD can. The etfe coating was intact at the non-functional cable and the svc cables. All other damage was sustained during surgical procedure.